Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade stem. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the rep was not in the surgery but found out (B)(6) 2013. There was a revision of neck because it was found to be broken.

Manufacturer narrative:
The patient is (B)(6). An event regarding stem crack/fracture involving an accolade stem was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information, return of device, operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
It was reported that the rep was not in the surgery but found out (B)(6) 2013. There was a revision of neck because it was found to be broken.